Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an underweight device and a broken shell. A visual and microscopic analysis were performed which identified a sharp break and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp pattern break on the patch bond edge of the broken device assessed as an unidentified tear opening.

Event description:
Healthcare professional reported left side rupture and exchange due concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patient's concern with the product. Healthcare provider additionally reported ruptured. Device has been explanted.